Event description:
Ref MDR #1219856-2010-000361 for the first reported event in ref to the intra-aortic balloon (iab) catheter used on the same pt. It was reported that while in the theatre the intra-aortic balloon (iab) was prepped & inserted through the sheath into the pt's right femoral artery. The intra-aortic balloon pump (iabp) was switched on & when the perfusionist attempted to start therapy, the pump alarmed "purge failure" & "possible helium loss". As a result, the perfusionist was unable to start the therapy due to the alarms. At this time, the staff performed the necessary checks to try & identify the problem: checked all the connections to the pump, the driveline connection was inserted correctly, no kinks in the catheter were noted, and a valid trigger was available. The perfusionist called for a second pump. The pump was exchanged off the pt. The second pump serial number (B)(4) also alarmed "purge failure: & "possible helium loss." As a result, the md decided to change the driveline tubing & the problem was resolved. The iab therapy continued with no problems. There was no reported pt death. The pt was not injured, medical / surgical intervention was not required. The iab was not removed from the pt. The first pump was removed from the pt. Therapy was delayed / interrupted for approx 5 minutes. The issue was resolved by exchanging the driveline tubing. There were no reported pt complications. The pt outcome is listed as satisfactory.

Manufacturer narrative:
(B)(4).